Event description:
The patient reported a loss or change of therapy. It was stated they weren't getting good symptom control and were feeling no stimulation but their therapy was on. The patient hadn't had a 50% or greater reduction in symptoms yet. It was noted the patient was implanted for bladder control, and they were disappointed because they thought the device would help them with how many times they would have to get up at night. The patient stated they used a depends type garment and they had to change it 4 times. It was noted they just got their implant and didn't pay much attention when they got home and fell asleep, and the next day, they didn't know what they should be watching for. The patient increased stimulation from program 2 at 1.80 to where they could feel stimulation strong but comfortably. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information from the patient reported she never knows if it is working or not. The patient stated shortly after feeling sensation it disappears. The patient stated it was somewhat helping for bladder because she is only getting up one time a time instead of 4-5. The patient stated she never had bowel incontinence before and now she can not make it to the bathroom in time. The patient stated she is having it two times a week. The patient told her doctor they might need to adjust programming. It was noted the patient's doctor is in india for 2 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up letter from the patient indicated that the bowel incontinence "just comes on suddenly" and that her healthcare provider just told her to add fiber to her diet. The patient stated that the incontinence has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.